Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted on the right common carotid artery upon removing the 0.035" enroute wire which led the physician to intervene by covering the dissection site with a secondary stent. The procedure was completed successfully and no further issues were noted.